Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. Customer¿s blood glucose level was 357 mg/dl at the time of incident and then progressed to 414 mg/dl. Customer experienced other relevant blood glucose values such as 403 mg/dl. Customer declined troubleshooting for high blood glucose event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. Customer was treated with insulin pump for high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. The insulin pump will be returned for analysis.